Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. Strut rows 7 and 8 from the distal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 36mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x32mm promus element¿ drug-eluting stent was advanced but failed to cross the previously implanted stent and the stent struts was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x32mm promus element¿ drug-eluting stent was advanced but failed to cross the previously implanted stent and the stent struts was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.